Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 100% stenosed lesion was located in a calcified and mildly tortuous left anterior descending artery. The physician attempted to cross the target lesion several times with the 2.50x24mm taxus liberte, however, the stents edge was deformed. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.